Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for this event. The patient treatment and the cause were not reported. It was not reported if the patient was recovering from the peritonitis. It was not reported if pd therapy was ongoing. No additional information is available. This is report 3 of 3 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13c21021, h13d16086, and h13f05068 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).